Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said last night they were feeling uncomfortable stimulation from their therapy when they laid down. Pt stated they just got the device and they were trying to figure out how to set up the time and date. Agent walked patient through setting up the date and time. The troubleshooting steps that were taken on the call resolved the issue. Patient mentioned that when they lay down they were getting such jolts going down their legs. Patient wanted to know how to turn the therapy off. Patient service reviewed with patient that they could turn therapy off through the mystim rc application. During the call the patient was able to connect to their implanted neurostimulators and turn therapy on. Patient had notes about settings a-b-c-d. Pt will adjust the settings as necessary and planned to follow up with their mdt representative about therapy specific questions as needed.